Event description:
It was reported that the pt was hospitalized for elevated blood glucose levels.

Manufacturer narrative:
The pump has not been returned to animas for eval. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specs at the time of release. Pump settings and delivery history were reviewed with the pt's diabetes educator and confirmed as accurate. Insulin pump therapy was resumed during the hospitalization. The pt is working with their physician to adjust their insulin dosages and has continued to use the device with no reported subsequent events. If the device is returned, an eval shall be competed and a supplemental report will be filed. No conclusions can be made at this time.